Event description:
It was reported that the stylus touch pen of the programmer did not work. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to replicate the customer experience of the stylus not working, however it found that the programmer booted to a bsod 0000000a error which is associated with the functionality of the stylus. The hard drive was reconfigured and the software reloaded to resolve the error and the xy board was replaced and the stylus calibrated as a preventive measure. (B)(4).